Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d4, d.9., h.3., h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening side assessed as fold flaw opening. ¿ crease/folding of implant : observed. Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "any creases associated with hole." Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.